Event description:
It was reported that during a ptca/stent procedure, while attempting to treat a diagonal vessel of the lad, the tip of the guide wire separated. Several attempts were made to retrieve the guide wire tip but the lad started to deteriorate and had to be predilated. The guide wire tip was unable to be retrieved.